Manufacturer narrative:
(B) (4).

Event description:
It was reported, the patient's device "has never worked and can't recharge." There was no known incident related to the onset of the symptoms. No specific symptoms were reported. The patient has been directed to their hcp. Additional information was requested.